Event description:
This is the 2nd of two reports (same patient, same procedure, similar products). This report is in regards to product ID: 14-40-0012 inserter- 12mm. It was reported that the paint of the inserters was chipping when the mallet was used on them. The paint from the inserter was falling into the surgical wound when being used. The reporter was not sure which inserter was chipping paint because the user was trialing back and forth between the 11mm and 12mm inserters. No other information was provided. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.